Event description:
Reporter alleged blood glucose measured 143 mg/dl back to back with a result of 65 mg/dl, time between tests not provided. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.